Event description:
It was reported during a diagnostic colonoscopy under sedation, the video system center experienced a b30 error which resulted in a procedural delay of greater than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. This report has been submitted by the importer under this MDR report number 2429304-2024-01060. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information from customer and the result of approved final investigation. Technical assistance center (tac) provided remote troubleshooting when the customer called in during the procedure and the b30 error continued. Customer tried a 180 series scope and it worked. Tac suggested to do further troubleshooting and if problem persists, to send the device for repair. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. This report is related to patient identifier (B)(6). This was initially reported as a serious injury, however, based on additional information there is no indication that the device caused or contributed to patent harm.

Event description:
Additional information from the customer confirmed that the patient was not under general anesthesia. Furthermore, there were no additional medical intervention done and no patient harm. The procedure was postponed for 35 minutes.